Event description:
It was reported that while using bd vacutainer® barricor¿ lh plasma blood collection tubes, 90 tubes were used after the expiration date. No patient impact reported. The following information was provided by the initial reporter: "the customer used between 75 and 90 expired tubes from lot 2033807 between (B)(6) and (B)(6) and reported the test results. They are asking if we have data supporting the performance of these expired tubes and the impact on the results reported."

Manufacturer narrative:
B3: date of event is a date range; therefore, date of event has been listed as unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd makes no claims on expired materials. This complaint is unable to be confirmed for the indicated failure mode expired product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® barricor¿ lh plasma blood collection tubes, 90 tubes were used after the expiration date. No patient impact reported. The following information was provided by the initial reporter: "the customer used between 75 and 90 expired tubes from lot 2033807 between june 30th and july 27th and reported the test results. They are asking if we have data supporting the performance of these expired tubes and the impact on the results reported."